Manufacturer narrative:
The full UDI number is not available as no lot number was provided. No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. This report is a followup to medwatch report # mw5057468.

Event description:
Laparoscopic hiatal hernia - "during a laparoscopic hiatal hernia, toupet fundoplication, the plastic tore off the hernia of a 12mm trocar." Patient status unknown.

Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the event unit engineering was unable to replicate the customer's experience or determine the root cause of the event. Based on the complainant's event description, engineering believes that the shield in the trocar was damaged. All seals are thoroughly inspected and tested during the manufacturing process. The root cause could not be determined, however, engineering believes that the shield was damaged by an instrument. There is always a potential to tear or dislodge the internal seal components with sharp or angular instruments. The instructions for use (IFU) warns that "extra care should be used when inserting angular and asymmetrical instruments, such as "j" hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical continuously seeks to improve the form, function and ease of use of its products and as part of this process, will continue to monitor its vigilance systems for trends and take appropriate actions as necessary to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report is a followup to medwatch report # mw5057468.